Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/22/2016. Retain product was tested and functioning according to specification. Return product was not available. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. (B)(4) retained cartridges from the lot were tested using whole blood and I-stat level 2 control. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: hemolysis will increase k+. The reporter was uncertain if the sample was hemolyzed or not. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on I-stat or the laboratory.

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Both samples collected at 21:40: I-stat: 6.2; tested at 21:44. Beckman dxl: 3.8 tested at 22:50. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).